Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the left ventricular (lv) lead did not capture. All other electrical parameters were stable and in range. X-ray was performed and the lv lead dislodgement was confirmed. The lv lead was deactivated via programming and the patient was stable.